Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3max) was kinked approximately 1.5 cm from the hub, ovalized approximately 21.0 cm from the hub, and stretched approximately 133.0 cm from the hub. Conclusion: evaluation of the returned device revealed it was stretched near the distal end. This type of damage typically occurs due to forceful withdrawal of the 3max against resistance. Further evaluation revealed the 3max was kinked and ovalized. This damage was likely incidental and may have occurred during packaging for return. 3max devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, the 3 max removed a portion of the thrombus; however, it was not able to completely reach the target vessel due to tortuosity in the patient's anatomy. While retrieving the 3max from the patient, the physician met friction and the 3max broke. The 3max was safely removed from the patient and the procedure was completed using a stent retriever. There was no report of an adverse effect to the patient.